Manufacturer narrative:
The product was returned with the membrane loosely folded with traces of blood on the exterior of the catheter. A 0.018¿ guidewire was returned with two kinks at approximately 45.7cm & 76.2cm from the j-tip. The catheter tubing was also kinked at approximately 56.9cm & 76.2cm from the iab tip. Additionally, two inner lumen kinks were also observed at approximately 10.9cm & 13.5cm from the iab tip, along with a bend section on the inner lumen at approximately 2.3cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. A laboratory insertion test was performed with difficulty due to the kinked inner lumen and the kinked returned guidewire. The evaluation confirms the reported problem. Kinks along the length of the guidewire and/or inner lumen can cause difficulty inserting/advancing the iab over the guidewire. However, we are unable to determine how or when the kinks may have occurred. We are unable to mimic the clinical settings. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record#: (B)(4).

Event description:
It was reported during insertion of the intra-aortic balloon(iab) into the patient for a left main blockage, the guide wire and sheath were inserted without complication. The doctor went to insert the catheter over the existing guide wire and he felt sudden resistance, the doctor then tried to backload the wire and was unsuccessful. The balloon was replaced and inserted without complication. After the case, the patient was transferred to the intensive care unit (ICU). There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported during insertion of the intra-aortic balloon(iab) into the patient for a left main blockage, the guide wire and sheath were inserted without complication. The doctor went to insert the catheter over the existing guide wire and he felt sudden resistance, the doctor then tried to backload the wire and was unsuccessful. The balloon was replaced and inserted without complication. After the case, the patient was transferred to the intensive care unit (ICU). There was no reported injury to the patient.